Event description:
The customer reported that they had a problem with their battery. There was no patient involvement.

Manufacturer narrative:
Additional device info: lot #: at least 7 years old. (B)(4). A follow up report will be submitted upon completion of the investigation.